Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers (con318217, con404633), three (3) batteries (bat594542, bat591347, bat592548) were returned for evaluation. One (1) battery (bat752869) was not returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of con404633, bat594542, bat591347, and bat592548 revealed that the devices passed visual inspection and functional testing. Failure analysis of con318217 revealed that the controller passed functional testing. Visual inspection of con318217 revealed contamination within both power ports. The most likely root cause of the observed contamination can be attributed to contamination within the power ports. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Review of the controller log files pertaining to con404633 revealed that the device was not in use during the reported event date and was likely the backup controller. Log file analysis revealed that the controller in use during the reported event, con318217, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat594542 and bat752869, as well as momentary disconnections that did not lead to power switching involving bat594542, bat591347, bat592548, and bat752869. Review of the event file revealed two (2) controller power up events logged on (B)(6) 2020 at 03:08:09 and 03:38:36. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a firs t-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power up events were not available. The controller was without power for 12 seconds and 17 seconds, resp ectively. As a result, the reported events were confirmed. A power source lubrication procedure had been performed on bat594542, bat591347, and bat592548 in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. There is no evidence that a power source lubrication procedure was performed on bat752869. The most likely root cause of the reported premature power switching, and beeping events can be attributed to momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: con404633 ¿ controller d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g04035 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat594542¿ battery d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 bat591347¿ battery d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 bat592548¿ battery d9: yes, return date: (B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g0403401, g02002 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 bat752869¿ battery h3: yes h6: img code(s): g0403401, g02002 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2019 / serial#: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: 16-nov-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2019 / serial#: (B)(4), UDI #: (B)(4) . Device available for evaluation: no. Mfg date: 19-jan-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650 / expiration date: 31-dec-2018 / serial#: (B)(4) , UDI #: (B)(4). Device available for evaluation: no. Mfg date: 11-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-dec-2018 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 16-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2019 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 26-apr-2018. Labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited intermittent beeping and an unexpected loss of power associated with two ventricular assist device (vad) stops. It was further reported that power switching was suspected to be involved with four batteries. The patient¿s two controllers and batteries were exchanged. No patient complications have been reported as a result of this event.